Event description:
During a lap gastric bypass, the active blade broken off the instrument and was found on the ground. The case was completed with a second instrument. No pt consequence was reported.